Event description:
It was reported that doctor drilled hole in trial and inserted screw to help in dislocating after reduction.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer, as it is the hospital's property. Additional information was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.